Event description:
The reporter stated that it was not possible to take off the mandril. The mandril is stuck to the drainage tube. Integra has requested additional info from the reporter. There was no pt injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.